Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, it was indicated that the iol was not loaded correctly in the preloaded cartridge. There was contact with the patient but no harm. Back up product was used to complete the surgery. Additional information was requested.